Event description:
It was reported a peritoneal dialysis (pd) patient experienced difficulty with opening and closing the minicap transfer set. The patient reported that their transfer set would not close all the way using the twist clamp. The patient stated they had the minicap on the end of the transfer set. The cause of the event was not reported. The patient presented to the emergency room (ER) with abdomen pain, nausea and cloudy effluent. The ER sent the patient to the pd clinic. The pd nurse tried to close the twist clamp on the transfer set but stated that it would not move, and they could not close the transfer set. The patient was diagnosed with peritonitis and began treatment with vancomycin (every 5th day) for the event. The transfer set was changed, and the old device was discarded. At the time of this report, the patient was recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.